Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2012. The patient reported blood glucose results "between 143-300 mg/dl" with the subject meter. The patient manages his diabetes with glucophage pills (500 mg 2x daily). It is not known if the patient made changes to his usual dose of medications. The patient denied developing symptoms due to the reported issue; however, advised the cca he has a skin infection. Later that same afternoon, after the start of the alleged issue, the patient reportedly obtained a blood glucose result of "90 mg/dl" with another device and "54 mg/dl" with the emergency room (ER) meter. A health care professional (hcp) treated the patient with food and/ or drink. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from an hcp after the reported issue began.